Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no confirmed impact to the customer¿s blood glucose level. Cts confirmed the malfunction and decided to replace the pump. The customer continued to use the pump for insulin therapy.